Manufacturer narrative:
Date of event is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 200 mcg/ml at 60 mcg/day via an implanted pump. It was reported the patient¿s device was not helping her pain anymore. There were no environmental, external, patient factors that may have led or contributed to the issue. The device was weaned, and it was noted the patient¿s pain seemed to increase after it was weaned, yet she still wanted to have the system removed. The system was full removed on (B)(6) 2022. The doctor believed the system was intact and working normally despite patient complaints. No anomalies noted either during refills or explant. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included chronic pain. Additional information was received from the rep on the same day and he requested code to shut off pump and stated it was being removed because the patient did not think it ever worked, but he was not aware of any specific issue or volume discrepancies or that they did any troubleshooting on it. Additional information was received from a healthcare provider (hcp) via company representative (rep) indicated the device not working for the patient¿s pain anymore started over the past several months. The physician believed the device was functioning normally. It was not known why the patient was not experiencing relief. The device was discarded.